Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a broken spin collar on the male luer connector of an IV tubing set discovered when connecting the set to the patient. There is no report of leakage or harm to the patient.